Event description:
The customer reported inaccurately low blood glucose readings with co test strips, lot # 1l514a. He opened the bottle of test strips on 12/12/96 and immediately performed a blood glucose test. The result was 60 mg/dl. Because he did not have any hypoglycemic symptoms, he immediately performed a second test on his other meter. The result was 189 mg/dl. With the co rep he performed a second side by side comparison. The result with co device was 52 mg/dl and the result with the meter was 185 mg/dl. Also with the rep, the customer performed a normal control solution test with a co test strip. The result of 151 mg/dl versus a normal control solution range of 118-174 mg/dl. The control solution (lot unreadable) was opened for the first time today and the customer shook it well before testing. A check strip test performed at the same time gave a result of 79 versus a check strip range of 70-92. The code was set correctly for all tests. The desiccant is in the bottle of co device. The customer stores his test strips in the den.